Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (biphasic pulse out of specification) has been confirmed. As received, a monitor failed incoming functionality testing. Upon evaluation, the pin of the monitor was bent causing a lack of energy when producing a pulse. The cause of the test failure is the damaged pin was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was delivering a biphasic pulse out of specification.